Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 10:00pm, he tested his blood glucose and obtained a 190 mg/dl. He then increased his insulin on his own from 36 units to 38 units of protaphane. He did not exhibit any symptoms at the time of testing. At 2:00am on (B)(6) 2010, he woke up feeling sweaty. He tested his blood glucose and obtained a 52 mg/dl and took 3 pieces of glucose. He felt better shortly after self-treatment and went back to bed. He did not seek any further medical attention or contact his physician for assistance. At 8:00am he woke up and tested his blood glucose and obtained a 108 mg/dl and did not exhibit any symptoms. A quality control test was done and the test strips passed using the control solution. Customer service advised the patient to contact the physician in regards to the event and to let the physician know that he had increased the insulin on his own to 38 units. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high result, he increased his dosage of insulin and approximately 4 hours later developed symptoms suggestive of a serious injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 pm, the patient noted the reported meter was displaying the battery indicator symbol; he was unable to obtain a blood glucose reading. The meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient took no actions due to the meter power issue. Thirty minutes after the use of the meter, the patient experienced the symptom of shaking. The patient tested his blood glucose level using another meter and obtained the result of 115 mg/dl. The patient administered self-treatment with glucose tablets; he did not seek any medical attention. Troubleshooting revealed there had been no misuse and the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new, replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended by the manufacturer. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue, and received treatment with oral glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.